Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -11.0/+2.0/170 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
The lens was explanted on (B)(6) 2016 due to a refractive change overtime and lens dislocation/subluxation. Lens was exchanged for a longer lens, and problem was resolved. Device evaluation: product evaluation found the lens returned dry in the lens container, but there is clear surgical residue/debris on product. Visual inspection found haptic bent. Work order search: no similar complaints were reported for units within the same lot. (B)(4).